Event description:
Open a baxter # 1t2456 spinal anesthesia tray. When opening the tray the top cover inside looked like it had been wet and left the top discolored. Open 5 trays and all the same. Contact baxter on 12/19/2006 and have not had a response from them.